Manufacturer narrative:
No insulin pump error noted during testing, however noted in trace download analysis due to moisture damage. The insulin pump passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. Customer reports they were able to clear the alarm(s). Customer states they are able to rewind the pump. Displacement test was passed. Customer's blood glucose value was 3.2 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.